Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There were zero instances of remaining insulin reading issue found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 6 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes <noe> 6</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced an issue displaying the remaining insulin left in the cartridge. These reports were received from various sources. The patients associated with this allegation ranged from 30-74 years of age and between 122 and 162 pounds. Of the reported patients, 3 were male and 3 were female.